Event description:
The customer reported via phone call that they had a partial display with the insulin pump. Customer stated there was a line in the middle of the screen. The customer's blood glucose was 141 mg/dl. The customer stated they did not drop or bump the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.